Event description:
The facility reported a colleague infusion pump with a failure on channel a. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the sterile processing department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "failure on all three channels" was confirmed as failure code 570:320:844:0000 during product evaluation. This condition was not reproduced. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: a device history record review was performed, and no abnormality was observed. A service history review revealed no previous service events were related to the reported condition. Should additional information become available, a follow-up medwatch will be submitted.